Event description:
It was reported an external fluid leak was observed from an unspecified location on two (2) polyflux 140h sets during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation visual inspection of the provided photographic sample does not display the reported condition. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.